Event description:
Customer initially reported receiving a sensor scan error message. The product was returned and investigated and burn marks were observed external to the sensor during the investigation. This report is being submitted due to the returned product investigation results. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection was performed on the returned sensor and burn marks were observed coming through the sensor casing. A new un-used reader was used to attempt connection with the returned sensor and communication was unsuccessful. The sensor was sent for further investigation and de-cased. Burn marks on the pcba (printed circuit board assembly) were observed. The observed burn marks are consistent with the sensor encountering an electromagnetic radiation source such as a microwave. Therefore, the issue is not confirmed to a use issue. No malfunction or product deficiency was identified. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.